Manufacturer narrative:
Additional information: evaluation summary: this report is based on information provided by medtronic investigation personnel and the sample that arrived. Bravo recorder device was received for evaluation. A review of the product expiration date discovered this product was used before the expiration date. Since the sample is not related to the complaint it is impossible to determine if product meet specs or not. The visual inspection found no notable conditions. The customer reported bravo fail to attach to patient's esophagus. The reported condition was not confirmed. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, no intervention was required, and the re-calibration and repeat of procedure was performed on the same day. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. A scope was used to remove the capsule and the physician used a scope to place the capsule. The delivery system and capsule will be returned for investigation.